Manufacturer narrative:
(B)(4).the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found that there was a slit at the edge of minicap. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The minicap was found with a crack. No patient injury or medical intervention was reported along with this complaint. No additional information is available.